Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A medwatch form was received from a facility representative stating "a lens was opened intraop for implantation. The lens was implanted and it was noted by doctor that the lens was defective. It has a crack in the center of it. The lens was removed and replaced with an identical lens. The case finished with no further issue." No further information is expected.